Manufacturer narrative:
The manufacturer previously reported an allegation of a ventilator inoperative condition occurring and the device's blower motor was replaced to address the issue. The system board was also replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue.